Event description:
2 days ago inserted the peripherallly inserted central catheter. Went to remove it, got it 1/2-2/3 out of the pt & catheter broke in half. Had to do a cut down procedure to remove the rest of the peripherally inserted central catheter.